Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02oct2018. Philip's field service engineer (fse) evaluated the device. The battery had been depleted. Further investigation of the battery indicated that the battery had reached the life expectancy. The fse replaced the battery. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that ventilator had a battery failure. The ventilator was not in use on a patient at the time of the event the event date was not specified; estimate used.